Event description:
It was reported that a patient underwent a fusion of the wrist procedure on an unknown date. The implanted short-bend plate broke sometime post-operatively. A revision procedure occurred on (B)(6) 2015. The broken hardware was removed and the patient was re-plated. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of postoperative plate breakage is unknown. The original implant procedure occurred on an unknown date. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.